Event description:
Customer states that she obtained results of 395mg/dl and 129mg/dl on the same device within 10 mins. No action was taken based on device results. No adverse event reported and no treatment received. No valid qcs were used. Requested return of suspect device and replacement was sent.